Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found two complaints regarding the lot number 9700645: (B)(4) for deflated balloon and (B)(4) for balloon burst. The available stocks were checked on october 28th 2024, we have no more pieces of this lot available. Burst and deflated issue of silicone balloon are known but according to the available information, we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action: CAPA-000152. "Balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A similar case study was performed based on folysil product, defect balloon burst from october 2020 to october 2024, 210 similar cases were found. A rmf evaluation was performed based on criq 247 - risk identified 11500 (hazardous situation: catheter balloon cannot stay inflated or burst). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the urinary catheter balloon was punctured and fell out. No fragments of the balloon were observed and a new urinary catheter was inserted. Patient experienced discomfort due to repetitive catheterizations.

Event description:
According to the available information, the urinary catheter balloon was punctured and fell out. No fragments of the balloon were observed and a new urinary catheter was inserted. Patient experienced discomfort due to repetitive catheterizations.